Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer got hospitalized due to low blood glucose on (B)(6) 2015 with blood glucose of 27 mg/dl at the time of the incident. The customer was using a meter that was giving incorrect blood glucose readings which caused the customer to over bolus. The customer was given intravenous fluids to treat. The customer experienced symptoms such as collapsing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined.. The insulin pump will not be returned for analysis.